Manufacturer narrative:
On (B)(6) 2016 - the physician chose to leave the device implanted at this time. Data from the device was analyzed and reoccurring battery voltage drops was confirmed. This may indicate component damage. It was recommend to the physician to change out this device and return it for further analysis.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) contacted tsv because an error message was seen regarding a possible battery error. They requested that the patients be brought in for a device interrogation. Ram dump was collected and sent to manufacturer. The device remains implanted.